Manufacturer narrative:
Corrected information were provided in b2 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 55 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The 5.5 was implanted and the patient experienced multiple runs of ventricular tachycardia (vt) and ventricular fibrillation (vf). The runs of vt/vf were treated by defibrillation. The pump remained on despite the vt/vf as the physician informed the team that there was not blame against the 5.5 for the vt/vf. After 10 hours of support the patient expired. The cause of death was not shared. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.